Event description:
A 61-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On (B)(6) 2025, 2025, the patient reported to novocure that the healthcare provider (hcp) instructed him to discontinue optune gio therapy due to an allergy to the transducer arrays. The patient described the reaction as erythema under the entire array, which had been ongoing for months. Despite several treatment attempts the allergy could not be resolved. Thus, the patient permanently discontinued optune gio therapy. During a review of a medical record received by novocure on (B)(6) 2025, it was noted during a neuro-oncology follow-up appointment on (B)(6) 2025, the patient experienced refractory contact dermatitis from the transducer arrays characterized by significant scalp irritation. The patient was prescribed oral hydroxyzine to address the itching and several topical ointments (clindamycin, clobetasol, and hydrocortisone). On (B)(6) 2025, the patient's prescribing physician reported the contact dermatitis was likely related to optune gio therapy. The hcp confirmed that the patient required unspecified treatment, although no hospitalization or acute treatment was needed. The patient was not on concurrent bevacizumab or steroids and had no known risk factors for skin irritation.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the dermatitis contact and hypersensitivity cannot be ruled out. Dermatitis contact is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching and rarely may even lead to severe allergic reactions.